Manufacturer narrative:
Additional information obtained clarified that a small hole was observed in the covered part of the esheath which was determined to be due to the bent strut.  The valve was implanted successfully and there was no patient injury. The risk of patient injury due to the bent strut was captured and reported in manufacturer report no: 2015691-2020-15235. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.  This is one of three manufacturer reports being submitted for this case.

Event description:
As reported from our affiliates in finland, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during insertion, there was resistance and a bent valve strut was noticed. On the bottom part of the inflow, one stent cell was bent outwards at 180 degrees. It was decided to implant the valve. Implantation was successful with no paravalvular leak or other complications. A small hole was observed in the covered part of the esheath. The patient was stable post procedure. Per physician, a combination of tortuosity in the vessel and area calcification caused the bent strut.